Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic forceps device would not reopen and it remained in the closed position after it was closed during a vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
The received forceps sample was found in the inner blister without cover foil. It was protected with bubble wrap. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose which blocks the forceps from activating. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The complaint history was reviewed two years back. It showed 15 comparable complaints. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. Based on the available data, this is a single event for this finished product lot. The currently valid risk analysis considers the possible risks related to the reported event. With this single case and (B)(4) related complaints within a time range of 24 months, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).